Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints. As per clinical/medical task, this complaint from japan reports a revision preformed on a hip 2 years post implantation secondary to loosening. No medical documentation has been provided for this investigation. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that a revision surgery was performed due to loosening of stem and cup.